Manufacturer narrative:
Evaluation: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system including an ipg on (B)(6)2005. It was reported about three yrs later that the ipg would no longer hold a charge. The ipg was replaced on (B)(6)2008. Follow up on the pt found that no further issues have been reported. The ipg was returned to ans for evaluation. No further info is available.